Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had dropped the insulin pump and the reservoir cannot be attached correctly to the pump. Customer's blood glucose was 114 mg/dl. Customer stated that the reservoir often falls out and the pump is damaged.